Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen and oxycocet (acetaminophen w/oxycodone). In (B)(6) 2015, the patient experienced menstrual disorder ("hormonal changes describe: menstrual change"), nausea ("nausea") and weight decreased ("weight loss"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menstrual disorder, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menstrual disorder, nausea, pelvic pain, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events-hormonal changes describe: menstrual change, nausea, weight loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 30-year-old female patient who had essure (batch no. D08052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3 ((B)(6) 2007, (B)(6) 2011 and (B)(6) 2019). Previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menstrual disorder (""hormonal" changes describe: menstrual change"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menstrual disorder, nausea, weight decreased, dysmenorrhoea, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital "hemorrhage", menstrual disorder, nausea, pelvic pain, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: essure insertion date provided in pif : (B)(6) 2016 and (B)(6) 2015. Current weight 136 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion; on (B)(6) 2017: total bilateral occlusion. Pathology test - on (B)(6) 2017: received in formalin, labeled "(B)(6), bilateral uterine tubes and essure coils x2", are two undesignated segments of fimbriated fallopian tube. Both segments have protruding metal coils at the proximal resected end, consistent with essure contraception. One fallopian tube is 8.5 cm long with smooth, purple, unremarkable serosa (a1). The other fallopian tube is also 8.5 cm long with purplepink, unremarkable serosa (a2). Batch no d08052 production date 2014-09-09 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("rmonal changes describe: menstrual change") and nausea ("nausea") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menstrual disorder, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menstrual disorder, nausea, pelvic pain, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: essure insertion date provided in pif : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: received in formalin, labeled "patrice seay, bilateral uterine tubes and essure coils x2", are two undesignated segments of fimbriated fallopian tube. Both segments have protruding metal coils at the proximal resected end, consistent with essure contraception. One fallopian tube is 8.5 cm long with smooth , purple, unremarkable serosa (a1). The other fallopian tube is also 8.5 cm long with purplepink, unremarkable serosa (a2). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4)was found to be duplicate of this case and will be deleted, all information from case(B)(4)(MFR control no. 2951250-2020-13767) transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 30-year-old female patient who had essure (batch no. D08052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3 (B)(6) 2007, (B)(6) 2011 and (B)(6)2019.). Previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menstrual disorder ("hormonal changes describe: menstrual change"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menstrual disorder, nausea, weight decreased, dysmenorrhoea, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, nausea, pelvic pain, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: essure insertion date provided in pif : (B)(6) 2016 and (B)(6) 2015. Current weight 136 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion; on (B)(6) 2017: total bilateral occlusion. Pathology test - on (B)(6) 2017: received in formalin, labeled "(B)(6), bilateral uterine tubes and essure coils x2", are two undesignated segments of fimbriated fallopian tube. Both segments have protruding metal coils at the proximal resected end, consistent with essure contraception. One fallopian tube is 8.5 cm long with smooth , purple, unremarkable serosa (a1). The other fallopian tube is also 8.5 cm long with purplepink, unremarkable serosa (a2).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, lower back pain. Date of insertion, reporter information were updated. Event genital haemorrhage make non serious. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she underwent one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.